Manufacturer narrative:
Lens was returned in a micro-centrifuge vial, dry with surgical residue on the lens. Visual inspection found debris and residue on the lens. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0mm icm120v4, -16.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2012. Blurred vision, intermittent angle closure without elevated iop, and excessive vault was observed. On (B)(6) 2019 the lens was removed and exchanged. This resolved the problem. Cause of the event is reported as patient related factor. Per the reporter, "doctor thought there was no related factor with product."